Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide cable buckled, the control body cracked, the lg cable connector deformed, the control body leaked, the angle wire cut, the bending rubber the "impurities" or "filth" is attached on the scope or camera and the insertion flexible tube (ift) the "impurities" or "filth" is attached on the scope or camera; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.